Event description:
It was reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump. There was no reported adverse impact to the customer's blood glucose level. To resolve the issue, the customer planned to use multiple daily injections (mdi) as a backup for insulin delivery while technical support arranged to replace the pump. The customer was given instructions on returning the damaged pump to tandem and acknowledged how to put it into storage mode before returning it.